Manufacturer narrative:
(B)(4). The problem was not confirmed as there was no sample for evaluation, and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced aseptic peritonitis coincident with peritoneal dialysis (pd) therapy. Diagnostic and treatment information was not reported. Patient outcome was not reported. No further information was available.